Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect product used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect product used in system 2.

Event description:
Customer reported she received the following results on 2 different meters within 1 minute: "17 or 20" mmol/l (mobile system 1) and 6.3 mmol/l (mobile system 2). No adverse event due to the device reported. The alleged product was requested for evaluation. The customer was unable to provide the strip information.